Event description:
Patient was revised due to lots of scar tissue, pseudotumor, high levels of metallosis, and also noted that the cup came out somewhat easy.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update** 10/28/2013 - litigation papers received. Litigation alleges pain, discomfort, and injury. There is no new additional information that would affect the investigation.

Event description:
Update (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to dark, blackened, turbid fluid. It is also reported in the medical records that the head was tarnished and significant debris in the femoral head. The information received does not change the MDR decision. The complaint was updated on: (B)(4) 2013.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed.